Event description:
Colleague found geriatric pt today on glimepiride, repaglinide, janumet, lantus. Our emr uses medispan to run interaction and alerts. We also have access to lexicomp and micromedex drug info databases. While glimepiride and repaglinide are technically different classes, the mechanism of action is the same, and in actuality, the use of both together is a therapeutic duplication. This was not detected by medispan, lexicomp or micromedex. Because we were curious, we also looked at januvia and victoza, because while not technically the same pharmacologic class, they also have the same mechanism of action. Again, this therapeutic duplication was not detected in either medispan, lexicomp or micromedex. Thankfully, this was caught prior to a significant or life threatening hypoglycemic event. However, these duplications have the potential to cause significant harm, especially in geriatric pts. Especially when being used in combination with insulin. What can be done to better reflect these scenarios in common software like medispan and drug info databases like lexicomp and micromedex? (B)(6), access number: (B)(4).